Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported per angela not suctioning all the urine waking up wet. This has been happening since the beginning. Pw200, sn: (B)(6), lot# 20250001, lot# jukn1321. Discussed wick placement. She thinks it is her tight-fitting diaper. Put on wick while I was on the phone and will call back once try overnight. She was putting on straight, not bending. Advised to call back and of the videos on the website. Her daughter has an account and is familiar with website. Will try my tips and call back if needed. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The initial reporter's zip code that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported per (B)(6) not suctioning all the urine, waking up wet. This has been happening since the beginning. Pw200, sn: (B)(6), lot# 20250001, lot# jkn1321. Discussed wick placement. She thinks it is her tight-fitting diaper. Put on wick while I was on the phone and will call back once try overnight. She was putting on straight, not bending. Advised to call back and of the videos on the website. Her daughter has an account and is familiar with website. Will try my tips and call back if needed. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.